Manufacturer narrative:
Initial report sent: (B)(4) 2011. (B)(4).

Event description:
Procedure type: anterior cervical discectomy and fusion c4 - c6. According to the reporter: one screw backed out 1 month post-operatively. The original surgery was performed on (B)(6) 2011. X-rays taken on (B)(6) 2011 determined that the screw backed out. A reoperation has not been performed.